Event description:
Additional information received reported the patient is able to turn their stimulation off and when they do feel the stimulation turn off instantly. They further noted when they lay down on their side they feel a different type of vibration that is not the same as their device and it is on the side of the body they lay on. The issue has been discussed with the patient¿s health care provider (hcp) and it was determined no surgical intervention was needed to address the issue.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).

Event description:
It was reported that the patient ¿still¿ felt stimulation and ¿tingling sensation¿ when the device was turned off using the programmer. The issue started two nights prior to the report. Lying down flat reportedly caused the stimulation to increase in intensity, causing the patient to ¿sleep well.¿ it was confirmed that the device was off and there were no reports of falls or traumas. The patient reportedly had cataract surgery four months prior to the event and leaned against an air conditioning unit a week prior to the event but did not think it caused the problem. The healthcare provider (hcp) stated that the cause was unknown as well as whether or not the event was device-related. Reprogramming the device ¿seemed¿ to have resulted in the stimulator to be ¿functioning fine,¿ however the patient outcome was listed as ¿unknown.¿ patient outcome was unknown. Additional follow up was conducted to obtain this.